Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test and during the basic occlusion test as a result of a loose drive support disk. The device was received with lcd bleeding due to cracked lcd glass, scratched screen, cracked battery tube threads, cracked reservoir tube lip, and broken belt clip slot.

Event description:
The customer reported having issues while priming and rewinding. The caller stated that the insulin pump alarmed and insulin squirted out during the manual prime process as well the device was stuck in the bolus delivery loop. Advised the customer that the device would be replaced. No further information was provided.